Event description:
During a rotational atherectomy procedure of a very calcified proximal lad diagonal lesion, the physician had successfully ablated with a 1.25mm burr and then exchanged to a 1.75mm burr. After ablation, a perforation was noted. A stent was placed in the lad in an effort to repair the perforation. The pt coded. CPR and artifical respiration were administered and the pt continued to decline. The pt was not a surgical candidate. The pt expired.